Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter repair kit that are cleared in the us. The pro code and 510 k number for the hickman cv catheter repair kit are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a repair of the tunneled central venous catheter using the hickman cv catheter repair kit. Post procedure the patient returned with a tear and hole in the tunneled catheter. 1 months and 13 days post repair, an additional repair was performed, during which it was identified that the hard section corresponded to the metal component from the repair kit used during the initial repair. This internal metal insert, intended to remain fixed within the existing tunneled cvc as part of the repair process, had become loose and shifted from its original position. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter repair kit that are cleared in the us. The pro code and 510 k number for the hickman cv catheter repair kit are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D4, g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a repair of the tunneled central venous catheter using the hickman cv catheter repair kit. Post procedure the patient returned with a tear and hole in the tunneled catheter. One months and thirteen days post repair, an additional repair was performed, during which it was identified that the hard section corresponded to the metal component from the repair kit used during the initial repair. This internal metal insert, intended to remain fixed within the existing tunneled cvc as part of the repair process, had become loose and shifted from its original position. There was no reported patient injury.